Event description:
(B)(4). Initial information reported by a physician to a sales representative on (B)(6) 2009: a female received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] three years ago and is now experiencing visible nodules that are appearing in the sites of injection (age, dose, indication and dates unknown). Medical history and concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.